Event description:
The following information was provided by the initial reporter: material#: 309628 batch#: 4249137. It was reported by the customer that when dye penetration tested after shipping conditioning. Rcc received a complaint via email. This is and we have been working on a copacked presentation with the 1ml syringe 309628. We observed the following (see picture) when dye penetration tested after shipping conditioning. This is from the lot (lot 4249137). As part of our investigation to determine the root cause, I would like to get your (team) expertise to make sure we are looking into the likely causes. For instance, if your team has had any observations with the pouch seals specifically in lot 4249137, or the lots around this lot? 309628 4249137 we actually had another similar situation. It is the same lot after shipping testing. This event is 10-jun-2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A sample and one photograph of a 1 ml luer lok syringe, part number 309628, batch 4249137, were received for evaluation. The syringe sample was received sealed, with an unknown blue dye visible on the packaging. The sample was evaluated using internal leak test methods, and no defects were observed. The photograph provided showed the same sealed package with blue dye, as described. Based on the internal leak test evaluation, the observed condition is acceptable and meets product specifications. A device history record review was completed for material number 309628, lot 4249137. All required in process and final visual inspections were performed, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is compliant with applicable product specifications.